Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 12 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) were not returned. The outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump, a flat, tissue-like thrombus formation was present on the body of the rotor. The formation was not adhered to the rotor, but areas of the thrombus were hard and denatured, indicating that it was present while the pump was operating. The origins of the thrombus formation could not be determined. Additionally, examination of the proximal side of the outlet stator revealed a pink, denatured deposition surrounding the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form at this location. Although their origin and duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition had evidence of denaturation which suggests that it was present in the pump while it was in operation. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh. Additionally, the deposition on the rotor body could have created additional resistance on the rotor while it was spinning, potentially contributing to the reported pump power elevations. However, the elevations in pump power could not be confirmed as no log files were submitted for review. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 62 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent pump exchange on (B)(6) 2017. The patient¿s lvad system had elevated powers. At the beginning of the week inr was therapeutic, but the patient had dark urine and low inr at the end of the week. Week. The patient was admitted to the hospital and placed on (B)(6). The lvad powers normalized for one week and started to elevate again with the patient¿s lactate dehydrogenase (ldh) increasing. The decision was made to exchange the pump. The exchange procedure occurred on (B)(6) 2017.